Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed message codes "cannot dump", status 105", "status 106", and "status 166". The complainant indicated that there was no pt involvement in the reported failure.